Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to ream the canal by hand the t-handle kept on slipping on the reamer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted t-handle confirmed the connection feature that attaches to the reamer is stripped/damaged/deformed. The damage is consistent with the reamers mating feature stripping after being subjected to hard cortical bone and heavy usage causing damage/wear to the connection feature of the t-handle. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.